Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level without any alarms. The customer's blood glucose level was 20 mg/dl at the time of the incident. The customer's other blood glucose level was 83 mg/dl. The customer mentioned that they treated low blood glucose level with food. They also stated that the insulin pump was not on auto mode at the time of the event. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.